Event description:
The patient reportedly experienced sound quality issues. External equipment was exchanged but the problem was not resolved. Testing performed by the center show that the device was functioning. A decision was made to explant the pt's c1 device. Surgery to explant the device was scheduled.